Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that the radio frequency head tested out of electrical specification.

Event description:
The rf head was returned with the programmer with no information it subsequently tested out of specification during the manufacturer's analysis.